Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit had a full staple complement. The proximal end of the adapter was fractured and loose. Functional testing found that the reload was loaded into a representative instrument handle. The handle recognized the reload as new, and showed a green reload swimlane after performing a clamp test. The reload was loaded into a representative instrument and testing media was placed between the jaws. When the reload was clamped on the testing media, the reload articulated to the right, and a large gap between the adapter and reload formed. The sled advanced slightly and a few staples formed correctly on the testing media. Due to the gap and the reload not performing as it should, no further firing was done. The reload adapter was noted to be looser on the reload then before functional testing. It was reported that when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur due to over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3m0742); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:(B)(6) ; sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic gastric procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using a handle, it broke while the reload was on the patient stomach. No disengaged components fell into the patient's cavity. The patients hospitalization was extended as a result of this device issue.